Event description:
It was reported that the hospital received an alert for non-sustained ventricular tachycardia and short interval counts. The lead was capped and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two patient alert for lead failure predictor on (B)(6) 2012. Twelve ventricular nst<=210 ms between (B)(6) 2010 and (B)(6) 2012. One vf=180 ms average v-cycle on (B)(6) 2011. Ventricular short interval count v-sic=12.1 counts avg/day, in 3.95 days, between (B)(6) 2012.